Event description:
Medtronic received a report that during delivery, a solitaire fr encountered resistance in the sheath of the catheter. After positioning the microcatheter (105-5082-145), the stent (sfr-6-30) was hydrated and prepared for delivery. However, it was found that the stent could not enter the tip of the microcatheter. Multiple attempts were unsuccessful, and the stent was eventually replaced with another brand, allowing the surgery to be successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for ischemic stroke in the middle cerebral artery occlusion. It was noted the patient's vessel tortuosity was moderate. IV tpa was not contraindicated. There was 1 pass with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was resistance in the sheath and hub of the catheter. There was no damage to the catheter or soliatire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. Continuous saline lush was administered and maintained as indicated in the instructions for use (IFU).